Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer had not delivered a bolus for food eaten 30 minutes prior. Customer's blood glucose level was 347 mg/dl due to not delivering a bolus. Contact was not sure if a correction or food bolus should be delivered. During troubleshooting with tandem technical support, contact understood that a food bolus was the appropriate selection.